Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited far-r oversensing and was revealed to be dislodged. The lead was repositioned on (B)(6) 2019. The patient was discharged and there were no complications.